Event description:
Reportedly, the patient has "significant pain, limited mobility and a serious fear of things getting worse."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with diskogenic low back pain, l4-l5, possible pain, l5-s1 and underwent the following procedures: exploration, l5-s1, posterior lumbar interbody fusion, l4-l5, decompression of l4-l5, radical discectomy, insertion of 10 x 22 x 13 mm peek cage, 6 x 50 pangea screws, l4 and l5. 6 x 35 lordotic rods. 4 locking caps, autologous bone graft as well as 5 cc of dbx with approximately 4 cc anterior; 1 bmp sponge, approximately 1.2 anteriorly, posterolateral autologous bone graft plus bmp sponge right to left. As per op-notes,¿ final torqueing was performed. We then placed bone morphogenic protein sponges, two 1.4 for a total of 2.8 on the left side and 1.4 on the right side.¿ the patient tolerated the procedure well without any intraoperative complications.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.